Manufacturer narrative:
Final analysis found that the internal insulation was breached at 27.4 cm from the connector pin. Internal shorts were noted during electrical testing. The damage sustained resulted from clavicular crush.

Event description:
It was reported the asymptomatic patient presented for explant and replacement of the right atrial lead. The lead had exhibited noise and a decrease in p-wave sensing. The lead was explanted and replaced. The patient was discharged with no adverse consequences.